Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device had no findings available. A field service engineer assisted customer with recovery to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had a communication issue where device not detected on the bus. A customer reported issue occured when dispensing medication and there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.